Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the compressor is noisy. Additional malfunction is the power switch has no alarm.